Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additionally, a secondary issue was noted; when test strips were tested with control solution, an error 5 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The adhesive on the test strips was found in the enzyme chamber. The test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 201 3am. On an unspecified time prior to the alleged product issue. The patient claimed that she had developed the symptoms of shaky and unstable. The patient reported that she obtained alleged inaccurate erratic blood glucose results of 220 and 70mg/dl on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for precision. The patient manages her diabetes with insulin (self adjuster). The patient reported that at (B)(6) 201, 3:05am she self-treated with food and or/drink. The patient stated that she obtained a blood glucose result of 32mg/dl on another meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was obtained from an approved site and the correct testing steps were carried out. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged inaccurately erratic subject meter results did not affect treatment options prior to the onset of these symptoms.